Event description:
Received phone call from chemotherapy nurse that one of the their chemo treatment patients had a CT scan that shows "fractured central venous catheter which has embolized into the pulmonary artery." The patient was taken to interventional radiology for removal. Of note, the site had another bard portacath fracture several weeks prior to this event, both fractured at the same place. The site has been told by the sales rep that this appears to be caused by a "clavicle pinch" and is at times related to a placement issue.follow up reveals: the site is changing to a new port a cath by bard systems.